Event description:
There was "red alarm" that at first the patient wasn't sure what it said, but then stated it was a critical battery alarm. The patient called the vad coordinator and per instructions, the patient and spouse changed out the controller to the back-up controller and discontinued use of both batteries. Another back-up controller and battery was issued to the patient. There was no effect on the patient. It was indicated that the patient is usually very meticulous with his batteries. Upon review of the log files, two (2) vad disconnect alarms were noted following the critical battery alarm. There was a motor stop and restart after the second vad disconnect alarm. The patient denies disconnecting the driveline from the controller before the second vad disconnect alarm. He reports that the controller appeared to be operating normally between the times of the first vad disconnect alarm and the second vad disconnect alarm 22 minutes later. The log files indicated that one battery was not less than 10% charged prior to alarm.

Manufacturer narrative:
Method: no testing methods performed. Results: interoperability problem. Conclusion: design deficiency. Note: when one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm indicator will flash red and the message on the controller will display "critical battery 1" or "critical battery 2." If this occurs, there are only a few minutes of power remaining before the pump stops; therefore, the batteries must be replaced immediately. Investigation of this event revealed that the most likely root cause is a communication error between the controller and the batteries. This is a known issue that was investigated under a CAPA. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The pump remains implanted. It was indicated that the involved controller and the battery that not less than 10% charged prior to alarm will be returned to the manufacturer for analysis; however, they have not been received. This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Pump remains implanted.